Event description:
It was reported that the insulin pump alarmed motor error during the rewind. The customer had an MRI scan, but stored the insulin pump in another room. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement followed by a motor error alarm during the rewind due to an out of phase motor encoder signal.